Event description:
It was reported via repair work order that the transfer will not lock into the transport position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.